Event description:
It was reported that the positioning and fixation difficulties were noted with both the right atrial and right ventricular leads approximately two weeks after implant. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.